Event description:
A nurse reported that during a procedure, the system displayed a red screen and bubble formation was noted. The case was completed with difficulty and manual aspiration. There was no pt harm reported. During a f/u, the nurse indicated the issue was not related to the cassette. Add'l info has been requested.

Manufacturer narrative:
Per the request of (B)(6), this report is being submitted with a new sequence number to contact an incorrect case opened. The original medical device report was submitted on (B)(4) 2011, as MDR report number 2028159-2011-01001. The company rep examined the system and replaced the receiver mechanism printed circuit board(pcb). Preventive maintenance was performed. The system was then tested and met product specs. The root cause is unk at this time. (B)(4).